Event description:
Information was received from a patient who was receiving unknown drug at via an implantable pump for non-malignant pain indications for use. It was reported that since the implant, when they were using the controller to give himself a bolus. The controller will connect to the pump and get to 90% then it will freeze there for anywhere from a minute to 5 minutes then suddenly it will get to 100%. The patient will give himself the bolus and it will do the same thing again. The patient stated that a lot of times it will stop and ask if they want to cancel the app or wait. It was getting to the point where last night it was almost 10 minutes between start and finish. The patient stated that this has been an issue since implant, and it has gotten worse. The agent walked patient through how to clear the data from the handset the troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.